Event description:
It was reported after using the coolpath catheter for two hours during a left sided atrial flutter ablation procedure, the irrigation port detached from the handle of the catheter. The physician felt water on his feet and the detachment of the irrigation port was noted. An occlusion alarm did not occur with the cool point pump. The physician removed the catheter from the pt and the procedure was completed using a new catheter. The pt's status post-procedure is good.

Manufacturer narrative:
Device evaluated by MFR-visual inspection of the returned catheter revealed the luer extension broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor (B)(4).